Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain. It was reported that the personal therapy manager (ptm) was taking longer to connect to the pump for the last month or so. The patient rep stated it was taking 10-12 minutes to deliver a bolus and now it was taking 21 minutes. The patient rep mentioned they would be changing the medication in the future. Agent assisted company rep with clearing the data on the handset. The patient rep stated patient was sleeping and did not want to disturb patient to connect to pump to get the version. The troubleshooting steps that were taken on the call resolved the issue.